Manufacturer narrative:
Analysis of the implantable neurostimulator found insignificant anomalies and the battery was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-mar-01 information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a no device found screen was displayed on the controller. The rep said they were not with the patient but the patient indicated that they were not able to connect to their ins. It was suggested for the rep to reset the controller, re-pair the controller to the ins and to perform a passive charge if the ins was discharged. No symptoms were reported. No further complications were reported/anticipated. 2019-jun-10 additional information was received from the rep who reported that the cause was not determined however the rep assessed and believed the patient broke her controller and lost her recharger. The patient and rep met at the hcp's office on (B)(6) 2019. The patient arrived at the meeting with a broken controller and stated that he device had not been on in months and that she could not connect. Patient stated her controller was broken and that she thought she knew where her recharger was. The controller battery was completely dead and there was a crack in the screen. Patient did not have her recharger. Rep was unsuccessful in an attempt to connect to the implanted system, as her battery was dead. The rep informed the patient that she would need to charge the handset 97745, then connect the recharger and charge the device. Patient stated that it wouldn¿t work because her controller was broken and wouldn¿t respond to charging attempts. Rep was unable to confirm or deny as no charging cable was available. Patient was redirected to contact patient services in order to seek a replacement for her broken controller. Issue has not resolved. The patient reported to the rep last week to let them know there had been no resolution for her problem, and that she wanted to see a surgeon that would remove the device. Rep told the patient they would bring an fa controller and spare lithium battery and attempt to charge her device, but the patient cancelled the meeting day of. Rep scheduled another meeting with patient however patient cancelled the meeting. 2019-sep-26 additional information was received. It was reported that the device was replaced on (B)(6) 2019. It was stated that reason for removal was end of life. Replacement product serial number was provided. No further complications were reported.